Event description:
It was reported that patient had s&n components since (B)(6) 2012. The knee was revised for loosening due to osteolysis and possible infection. All components were removed today and replaced with a cement spacer and a legion dished 5-6 13mm poly.

Manufacturer narrative:
It was reported that a revision surgery was performed due to osteolysis and possible infection. The patient had components implanted 8 years ago. The affected genesis ii high flexion insert, legion femoral component, genesis ii resurfacting patella and genesis ii tibial baseplate, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The lot number for the patella was not provided. A review of the complaint history for the listed parts (except the patella) revealed no prior complaints for the listed failure mode with the same batch number. The devices were sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident could not be corroborated. Review of the risk management files identified the reported failure as potential adverse events. No medical documents were provided. Therefore no medical assessment can be performed at this time. Per IFU, osteolysis may occur around the prosthetic components as a consequence of foreign-body reaction to particulate wear debris. Particles are generated by interaction between components as well as between the components and bone, primarily through wear mechanisms of adhesion, abrasion and fatigue.